Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient experienced ventricular tachycardia (vt) and the device delivered anti-tachycardia pacing (atp). The patient then collapsed. ECG was used to diagnose ventricular fibrillation in the emergency department. The patient was treated with external defibrillation. The device did not store the episode information, and as a result, no further therapy was delivered from the device. The device was later interrogated at follow-up and defibrillation threshold testing could not be performed since the user-induced ventricular arrhythmias terminated spontaneously at each attempt. Reprogramming was recommended and the issue was resolved.